Manufacturer narrative:
H3, h6: the surgical arm was returned for product analysis. The analysis determined that joint 4 was missing screws. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluated by MFR: a manufacturer representative performed a system checkout and at the time of the system checkout replaced the surgical arm. Concomitant medical products: other relevant device(s) are: pn: asm0206, sn: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that during the 3define scan of the patient, both the surgeon screen and the workstation screen went black and did not come back online. The surgical arm kept on moving in the process of the 3define scan. The site turned off the machine, disconnected the power cable, waited 15 seconds then turned it back on. The system worked fine after that.  Also, the screen showed the following error message on screen while trying to bring the arm guide closer to the target "I. Warning 4150 surgical arm cannot reach desired location." The healthcare professional changed the planning for the desired screw intra op (s1 left); the screw was placed perfectly. Then, the surgical arm collided with the bm bridge. Initially it was planned for s1 right, the screw didn¿t workout due to extensive muscle retraction. The healthcare professional changed the trajectory and then the arm was sent to the desired trajectory. While bringing the arm guide closer to the target the surgical arm came in contact with the bm bridge. This was documented by the surgeon and he raised concern on the guidance system's inability to detect it's own body. The screw was placed in the same trajectory and was fine. Lastly, the l5 right screw was medial to planed trajectory as observed under the microscope and in the imaging system's spin. Later it was replaced by surgeon by hand. The issues extended the surgical time by less than 1 hour. There was no impact on the patient outcome. Additional information received from a manufacturer representative reported that the trajectories deviated were less than 3.5 mm.